Manufacturer narrative:
(B)(4). It was reported the patient was hospitalized on (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by vomiting and pain. The cause of the peritonitis was unknown. It was reported the patient presented to the emergency room due to vomiting and pain and was subsequently admitted for the peritonitis event. The patient was treated with unspecified antibiotics. At the time of this report the patient was recovering from this peritonitis event. It was reported the patient was no longer on the pd solution. No additional information is available.